Manufacturer narrative:
On (B)(6) 2017 product investigation results: reporter returned 1 toothbrush head on (B)(6) 2017. Investigation results showed that the gap in refill was caused by parts broken apart inside the head due to an effect of force. No manufacturing cause, defect related to user handling.

Event description:
Brush head came off in mouth [device breakage]. No adverse event [no adverse event]. Report source: non-event - spontaneous. A parent reported via phone on (B)(6) 2017 that on (B)(6) 2017 his/her child, a male of unspecified age, changed the replacement head of his oral-b rechargeable toothbrush, version unknown and was brushing his teeth, then the oral-b brushhead, version unknown came off in his mouth. The parent described the product as the flexisoft eb 17-2, and stated it was purchased a while ago. No symptoms were reported. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Reporter returned 1 toothbrush head on 16-oct-2017. Product investigation is in progress.

Event description:
Brush head came off in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A parent reported via phone on (B)(6) 2017 that on (B)(6) 2017 his/her child, a male of unspecified age, changed the replacement head of his oral-b rechargeable toothbrush, version unknown and was brushing his teeth, then the oral-b brushhead, version unknown came off in his mouth. The parent described the product as the flexisoft eb 17-2, and stated it was purchased a while ago. No symptoms were reported. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
On 6-mar-2017 product investigation results: reporter returned five toothbrush heads on 15-feb-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Probably swallowed the screw - oral-b cross action brushhead [accidental device ingestion]. Swallowed the screw - oral-b cross action brushhead [exposure via ingestion]. Head of the brush head broke off / broken brush / brushes fell apart in mouth / head of the brush shot off, this time it happened while brushing [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via phone on 29-aug-2016 that the head of the oral-b power oral care refills crossaction broke off. She stated that the brush head had been in use for one week with an oral-b rechargeable toothbrush, version unknown before it broke. The brush head was from a pack of 3 and the consumer stated that she had thrown them away. This was not the first time that she had used these particular brush heads. The consumer reported that the brush heads were purchased in france and had broken while she was on vacation there. No symptoms developed. 29-aug-2016 received consumer's follow-up email: the consumer sent in a picture of the broken oral-b power oral care refills precision clean. No further information was provided. 28-nov-2016 received consumer's follow-up e-mail: the consumer reported that again (now for the second time) one of the oral-b power oral care refills crossaction had fallen apart in her mouth. No further information was provided. 05-jan-2017 received consumer's follow-up e-mail: the consumer reported that two weeks ago, in (B)(6) 2016, the head of the oral-b power oral care refills crossaction shot off, and this time it happened while brushing. This was the third time the head of the brush shot off: the first time was while she was on vacation and the second time was about 6 weeks ago. She stated that she probably swallowed the screw. She explained that she bought 2 packs of 3 brushes at the time and the first was completely broken; she asserted that she would not use the second pack. She stated that this was the last time she would use oral-b, despite the fact that she had already been using the products for a long time (though they were not cross action brushes). No symptoms developed. No further information was provided. 06-jan-2017 received consumer's follow-up e-mail: the consumer reiterated that the issue concerned the cross action brushes. She was sending everything back (the two brushes that broke off and the box of new brushes). No further information was provided. 02-feb-2017 update to case: additional review of the product picture submitted by consumer on 29-aug-2016 in this case (B)(4) indicated the suspect product was an oral-b power oral care refills crossaction. Another case for the same consumer, (B)(4), was initially reported to FDA as MFR. Report # 3000302531-2016-00493. Case (B)(4) has been determined to represent follow-up information for this case (B)(4), reported previously as MFR. Report # 3000302531-2016-00384. Therefore the two cases have been combined and retained as case (B)(4) with MFR. Report # 3000302531-2016-00384.